Event description:
It was reported that during the follow up visit, this right ventricular (rv) lead exhibited high thresholds values at 7.5v and instable capture. All other parameters were within the normal range. Upon review, the threshold values increased from 0.7v to 5v. X-ray imaging was performed and the health care professional (hcp) stated that the lead was in normal position. Provocative maneuvers were successfully performed. The physician performed programming for rv output and the plan was to continue follow-up. This rv lead remains in service. No adverse patient effects were reported.